Event description:
On (B) (6) 2010, the pt was implanted with an aos 14mm long trochanteric nail. One of the distal holes was locked with a 5mm cortical screw. A few minutes after the screw was locked, the nail broke out the anterior of the femur. The distal screw was removed and the nail was ex-planted and replaced with a 13mm short trochanteric nail. According to reports from the sales representative, the surgeon tends to ream larger than needed. As no pt information was available, there is no way to tell if the nail was too large for the pt.